Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement and sensing function issue. Non-physiologic oversensing not identified on egm; 1428 ventricular- sensing integrity counter (sic) since last session 644 days ago. Counters since last session indicate 12.8 single premature-ventricular contractions per hour. Likely physiological sensing incrementing counter. R-wave amplitudes had been up to 14.125mv through (B)(6) 2014, then decreased and have consistently been less than 3.25mv since (B)(6) 2014. (B)(4) .

Event description:
It was reported that there was elevated sensing integrity counter (sic) and the sensed r-wave amplitude has been on a decreasing trend as well. The lead remains in use. No patient complications have been reported as a result of this event.